Event description:
The customer reported that the maxplus valve would not disconnect from the hospira pump IV tubing. The IV tubing tip broke off inside the maxplus valve. The maxplus valve was removed and a new one was replaced. Per hospital policy, chloraprep is used to clean the valves and then allowed to dry. Caps are used only on central lines and this was a peripheral line. This event has been reported to hospira. The customer is uncertain if the event sample will be returned to carefusion or hospira. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with investigation results should the device be received for eval.